Manufacturer narrative:
Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a pt underwent a coronary intervention on (B)(6) 2010. The physician, trained to the mynx, used the device for femoral arterial closure following the procedure. There were no reports of complication with the catheterization procedure or the mynx deployment. It was reported that 2 days post procedure, the pt developed a pseudoaneurysm (psa). The pt was treated with a thrombin injection and was discharged without further complications.